Event description:
A customer contacted beckman coulter inc (bci) regarding liquid waste leak on the unicel dxc 800 synchron clinical systems that was caused by the cracked grey colored hydro canister lids. There is no indication that any personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the canisters with new lids.